Event description:
It was reported that during an arthroscopic procedure using an ambient super turbovac 90 ifs, after several warning alarms the wand began to melt while ablating inside of the joint. After each alarm, the surgeon stopped ablating and flushed the joint with irrigation fluid, then continued with the procedure. After the third alarm the wand began to melt off and a piece fell into the pt, but was immediately retrieved using an arthroscopic suture grasper. The surgery was completed with a back-up wand and there were no pt complications or significant delays reported as a result of the event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.